Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was under delivering and customer experienced high blood glucose level. Customer's blood glucose level was 460 mg/dl. Customer reported that they would call back for high pressure test. The reservoir will not be returned for analysis.